Event description:
It was reported the customer had intermittent or no response of several buttons. The customer's blood glucose was unknown. Customer stated they did not press their buttons for longer than three minutes. The insulin pump was also not dropped or bumped. Customer has cleaned their battery cap, but the anomaly persisted. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The displacement test could not be performed due to unresponsive buttons. The insulin pump had unresponsive buttons due to an unlocked keypad connector. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.